Event description:
It was reported that during an implant procedure, this pacemaker system exhibited oversensing of non-physiological beats for its right ventricular (rv) lead which was implanted into the patients left bundle branch (lbb), which were suspected to be air. Technical services (ts) agreed it could be air and assessed that it was improving over time. Ts recommended adjusting sensitivity settings and confirming capture after adjusting the settings. As a result, the patient was hospitalized overnight. At this time, no additional adverse patient effects were reported, and this pacemaker system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.